Event description:
Gambro learned from an italian distributor, a pediatric patient was undergoing continuous renal replacement therapy at a facility in (B)(6). One hour into treatment the prisma machine generated an alarm, ¿occluded filter¿. It is not known if the blood from the extracorporeal circuit was returned to the patient or not. There is no information that indicates the patient had an adverse event. Gambro requested additional clinical information related to this event and no further information has been provided.

Manufacturer narrative:
The prisma m100 postdilution set was discarded and not available for inspection. The review of the prisma m100 postdilution set device history record for lot number 13b1202 and the complaint history files confirm there were no nonconformities and no other complaint reported regarding this lot number, except the reports from this clinic. Gambro received no information to suggest that a gambro product caused or contributed to the event and it does not regard the submittal of this report as an admission of causation or liability.